Event description:
He obtained results of 313mg/dl and 106mg/dl within minutus on the same device. No adverse event reported and no treamment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.